Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump continued to notify of a missed meal bolus reminder. The customer did not know how to clear the reminder. The customer's blood glucose (bg) level was 58 mg/dl at the time of the reported event. The customer reported would drink milk and eat to address bg level. Tandem technical support (cts) confirmed the bolus reminder alerts in the pump logs. Cts reminded the customer what the meal bolus reminder feature was, when the reminders were scheduled, and how to clear the alerts when activated. The customer declined to further troubleshoot.